Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high threshold measurements and a dislodgment is suspected. It was noted that the rv lead was repositioned. Rv lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.